Event description:
It was reported that patient presented to the ER after receiving inappropriate therapy due to af with rapid ventricular response falling into the vf zone. Initial therapy was followed by several aborted therapies and an alert for possible circuit damage. Hv lead impedance was also found to be low and out of range. Device and lead were replaced. Patient was fine after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description included. No conclusion code available; the reported field event of output circuit damage was confirmed in the laboratory via review of the device image. An alert for shorted output stage detection (sosd) was confirmed during device interrogation. An arc mark was found on the device can. The device was tested on the bench and the output transistors were found to be damaged. The cause of the damaged output transistors is believed to have been caused by high voltage therapy delivery into a low impedance load.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.